Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection procedure, while being applied for the resection of the distal rectum, the stapler able to fire but had poor staple formation, which lead to an incomplete staple line. Also there was a problem unloading the device, wherein the stapler did not perform well, which left an open staple line, reloading was not possible even when it was used/attempted for the second time. Another set of devices were then used in order to complete the staple line and complete the procedure. As a result, surgical time extended for more than 30 minutes because the surgeon had to redo the procedure two (2) times. Procedure was then converted to an open colon lumen, rectum procedure due to the product problem. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the first loading unit was fully fired. The anvil was bowed, and the knife bar assembly was buckled. The second loading unit was received partially fired to the 3cm cut line. The anvil of the second loading unit was bowed and the knife bar assembly was buckled. Due to the noted damage no, functional testing was performed on the loading units. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions such as: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the fir ing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.